Manufacturer narrative:
(B)(4).

Event description:
It was reported via email that an unspecified malfunction occurred. On (B)(6) 25, the patient has been hospitalized, however, the cause for the patient¿s hospitalization was not provided. No patient symptoms, medication/treatment details, or how long the patient was hospitalized were not reported. Attempts to reach the patient for further event clarification were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.